Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record ((B)(4)) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all quality control acceptance criteria prior to release and shipment. It was reported that the patient was on heparin and brilinta (anticoagulants & antiplatelet agents) during the procedure. Patients undergoing anticoagulant and antiplatelet therapy may be at higher risk for bleeding events. Additionally, it was reported that the patient's inr was 1.54. The mynx IFU states: the safety and effectiveness of the mynx have not been established in the following patient populations: patients with documented inr > 1.5 or patients currently receiving certain platelet (glycoprotein iib/iiia ) inhibitors. Based on the information provided, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that following the mynxgrip device deployment a hematoma of over 6 cm in size was observed. The device was being used in conjunction with a 6f procedural sheath following an interventional procedure. After the mynxgrip device was deployed, manual compression was applied for 4 to 5 minutes at which time a hematoma was noted. The hematoma was resolved with less than 30 minutes of manual compression. The medical team reported that the patient's blood pressure dropped as a result of a vagal response to the manual compression. The patient's blood pressure recovered on its own with no intervention prior to the patient being transferred to the post-care unit. The patient was described as recovering. The patient's hospitalization was not prolonged as a result of the event.